Manufacturer narrative:
Trend analysis: no trend considering the following event is identified: loosening. The device history records were reviewed and found to be conforming according to the specifications. Event summary: it is reported that a patient had a pfm stem implanted on (B)(6), 2003 and underwent revision surgery on (B)(6), 2017 due to loosening of the conus connection between prosthesis neck and stem. Review of received data two ap x-rays of the patient pelvis are available for review. One x-ray is dated (B)(6), 2013 and shows the pelvis of the patient with total hip replacement on the right side with a modular stem. The position and the size of the implants seems adequate. The second x-ray is dated (B)(6), 2017 and shows the preoperative planning for the revision surgery with a mrp titan stem. The planning includes 6 mm leg discrepancy correction of right femur. The proximal component shows a slight inclination compared to the distal stem. The inclination is visible due to the slight gap between the proximal and distal stem components on the lateral side and no gap on the medial side. Additionally, a slight lateral protrusion of the lateral-distal corner of the proximal stem also support the same. The surgical report of revision surgery dated (B)(6), 2017 is available for review. The report states as diagnosis implant failure with breakage of the pin connection between prosthesis neck and stem. It is also stated that the patient had primary implantation in 2001 and underwent revision in 2003 due to periprosthetic fracture. The report describes that some metal wear-granuloma were found after surgical opening. After joint dislocation, it is found that the proximal part of the stem is loose and it is only partially fixed by a small bone fragment at the trochanter. After release of the proximal component from the bone and the removal of the fixation screw the proximal part is removed. The connecting pin (conus connection) is found to be intact and can be removed. From the surgical report it can be interpreted that the pin detached from the distal stem. In order to retrieve the distal stem, the surgeon had to bore a hole in the stem. No other conspicuousness. No product was returned to zimmer biomet for in-depth analysis, according to the information received, the patient retain the devices. Review of product documentation - the compatibility check was performed from (B)(6) and showed that the product combination was approved by zimmer biomet. - a change in the distal stem design was done in order to improve the pin fixation. The distal stem used in this compliant was manufactured with the old design. Root cause analysis root cause determination using sap rmw # for a similar product (ref: 01.00405.114 revitan distal part 14/140 and ref: 01.00401.055 revitan proximal part 55, new generation of the product: similar material and indication): - abrasive wear, dislocation, metallosis, aseptic loosening of stem, implant breakage due to different thermal expansion of components not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - dislocation, metallosis, aseptic loosening of stem due to wrong design of pin leading to failure of connection between proximal and distal part and subsequent release of wear particles (e.g. Fretting) not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - metalosis, dislocation, aseptic loosening of stem due to excessive wear due to micromotion in taper connection between proximal stem and head (e.g. Fretting) => possible, the event reports the loosening of the proximal component. In the surgical report some reaction to metal particles is reported and one x-ray shows a tilt of the proximal component. It is possible that there was micromotion between proximal stem and head, which caused some material wear. - motion leading to metal wear in connection, dislocation due to reuse of the device which is only intended for single use not possible -> there is nothing suggesting that the implant was re-used. - implant breakage/ dislocation due to wrong position of distal femoral component/ wrong antetorsion for proximal part chosen => possible, the two available x-rays are both in ap projection and show the components after approx. 10 years and 14 years in vivo. Based on the two x-rays it cannot be determined if the correct position of distal femoral component and antetorsion for proximal part were chosen. - implant breakage/ dislocation due to wrong position of assembled femoral component/ wrong antetorsion for proximal part chosen => possible, the two available x-rays are both in ap projection and show the components after approx. 10 years and 14 years in vivo. Based on the two x-rays it cannot be determined if the correct position of assembled femoral component and antetorsion for proximal part were chosen. - implant dislocation/ loosening due to selection of wrong components not possible -> there is nothing suggesting that the implant was used incorrectly. The compatibility of the components is given and the x-rays do not suggest any incorrect use. - implant dislocation/loosening due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant not possible -> there is nothing suggesting that the implant was used incorrectly. The compatibility of the components is given and the x-rays do not suggest any incorrect use. Conclusion summary it is reported that a patient had a pfm stem implanted on (B)(6), 2003 and underwent revision surgery on (B)(6), 2017 due to loosening of the conus connection between prosthesis neck and stem.. In the surgical report some reaction to metal particles (metal wear-granuloma) is reported and the x-ray dated (B)(6), 2017 shows a tilt of the proximal component. Based on the available information it is probable that the connection between the proximal and distal part loosened and some material wear occurred in the inner part of the proximal component causing some metal particles and proximal stem knick. However, the root cause of the loosening of the connection between the proximal and distal part cannot be determined with the information at hand. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown modular stem hip (catalogue number unknown) on an unknown side (exact date not reported) and patient underwent revision surgery on (B)(6) 2017 due to stem loosening.

Manufacturer narrative:
The manufacturer did not receive the device fo review as it is kept by the patient. X-rays and a surgical report were received and will be reviewed within investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The actual device reported is not marketed in USA, but devices with similar characteristics are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was now reported that the patient was implanted a pfm-rev distal part 14x140 on (B)(6) 2003 and underwent revision surgery on (B)(6) 2017 due to loosening of the cone connection between prosthesis neck and stem.